Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and stretched, with dried blood in the helix housing. Deformed conductor coils and bends in the lead body were observed near the distal end. Testing was completed to assess lead electrical performance; measurements were within normal limits indicating the conductors were intact. A stylet was able to be inserted into the lead lumen without resistance, confirming no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observation of poor parameters, but analysis confirmed the deformed helix, which likely caused the retraction difficulties.

Event description:
It was reported that during the implant procedure, the observed right ventricular (rv) lead parameters were not ideal so the lead was attempted to be repositioned. However, the helix was not able to be retracted and when the lead was removed from the patient's body, the helix was found to be deformed. A new lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the observed right ventricular (rv) lead parameters were not ideal so the lead was attempted to be repositioned. However, the helix was not able to be retracted and when the lead was removed from the patient's body, the helix was found to be deformed. A new lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.